Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pain and chronic pain/discomfort, inflammation, mesh erosion into small bowel, bowel perforation, adhesions to small intestine, adhesions, scarring, the posterior rectus sheath was almost disappeared because of the incorporation of the mesh into this layer and severe and chronic pain/discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/15/2022.

Manufacturer narrative:
Date sent to the FDA: 3/10/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.